Event description:
On (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure unidentified material was observed attached to the end of the delivery sheath while attempting to deploy the occluder. The occluder was removed from the patient and replaced with a new 28mm amplatzer amulet left atrial appendage occluder. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5176346 received that states "during a left atrial appendage occlusion procedure with an amulet device, suspected clot on the implant in the left atrium on transesophageal echocardiogram (tee). Successfully withdrew theimplant and sheath back across the atrial septum and out of the body. The system was inspected& the team and determined to have a fine, fibrous, white, wiry foreign object loosely attached to the implant (not a clot). The patient was heparinized and maintained a therapeutic act during this procedure. The implant was removed from the table & a new device was obtained." On (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure unidentified material was observed attached to the end of the delivery sheath while attempting to deploy the occluder. The occluder was removed from the patient and replaced with a new 28mm amplatzer amulet left atrial appendage occluder. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of foreign material (fiber) could not be confirmed. The device was returned to abbott for investigation and did not confirm the foreign material. The 13f loader and the 14f delivery sheath were noted to be kinked. The flush adapter had a twisted deformation on the tubing. No foreign material was found on the sheath or the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information reviewed, the cause of the reported foreign material (fiber) could not be conclusively determined. The observed kink on the returned loader, sheath appears to be due to post procedural handling. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report mw5176346 received that states "during a left atrial appendage occlusion procedure with an amulet device, suspected clot on the implant in the left atrium on transesophageal echocardiogram (tee). Successfully withdrew theimplant and sheath back across the atrial septum and out of the body. The system was inspected& the team and determined to have a fine, fibrous, white, wiry foreign object loosely attached to the implant (not a clot). The patient was heparinized and maintained a therapeutic act during this procedure. The implant was removed from the table & a new device was obtained." On (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure unidentified material was observed attached to the end of the delivery sheath while attempting to deploy the occluder. The occluder was removed from the patient and replaced with a new 28mm amplatzer amulet left atrial appendage occluder. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.